Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4198879. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: when you place the insyte autoguard bc IV catheter, it is supposed to let you retract the needle and the hub of the IV catheter is supposed to not leak unless the membrane is punctured. After retracting the needle, these IV catheters have been leaking from the hub. Nothing had been placed inside which should have made them leak. It happened before any connectors were attached. Not a major safety issue, but not working properly. I have used 2 today with same result they were both 18 ga.